Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, one (1) matrix rib 17 hole plate and one (1) matrix rib 18 hole plate were explanted from the patient due to breakage and nonunion. The date of the initial implant surgery is unknown. There were no fragments found in the patient. The patient and procedure outcome was unknown. Concomitant device reported: ti matrixrib im splint medium-4mm width (part# 04.501.011; lot# unknown; quantity: 1); 2.9 ti matrixrib lckng screw stping/12 (part# 04.501.022.01, lot# unknown; quantity: 1); 2.9 ti matrixrib lckng screw stping/14 (part# 04.501.024.01, lot# unknown; quantity: 1); unk - screws: matrixrib (part# unknown; lot# unknown; quantity: 11). This report is for one (1) ti matrixrib pre-contoured pl 17 holes for left ribs 6 & 7. This is report 1 of 2 for (B)(4).